Manufacturer narrative:
(B)(4). D10: item#: sbgl2000; lot#: unknown. G2: foreign - event occurred in canada. H6: proposed component code - mechanical (g04) - drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that on an unknown date, it was discovered outside of a surgery that the center post reamer and sizer handle were both damaged/fractured. No patient involvement occurred. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned products identified the reamer tip is fractured off on item sbgl3007 and the plunger is fractured on item sbgl2000. Fracture analysis has been previously analyzed for these fracture locations where overload was identified as the mode of failure. Both devices show signs of repeated use. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Complaint is confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h4; h10. D10: item# sbgl2000; lot# 65316917. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.